Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope device was intended for use with a spy controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026. During the procedure, the physician initially had normal visualization. However, after some time, the image was suddenly lost completely. Multiple attempts were made to restore the image by disconnecting and reconnecting the system components; however, the issue persisted and visualization was not recovered. The procedure was unable to be completed as a result of this event, and the patient will be rescheduled for a repeat procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d2b: subsequent pro codes kqm, ntn.